Manufacturer narrative:
Pr (B)(4) initial and final emdr. (B)(4). No photo or physical sample that displays the reported condition was available for evaluation. A review of the internal manufacturing device records and raw material history files for the lot 0001366002 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Additionally we identified that preventative maintenance was not properly performed on one of the machines which adheres the drainage line to the spike. Based on the quality team's investigation, it was determined that the disconnected drainage line was likely due to both personnel not follow procedure and manufacturing equipment. Manufacturing personnel have been notified of this incident and additional training was provided. Updates will be implemented to ensure the proper maintenance is performed on the manufacturing equipment. Complaints received for this device and defect will continue to be monitored for future occurrences.

Event description:
The plastic tubing that goes into bottle cam out when nurse was taking out of package. The tubing creates the suction, so therefore no suction to drain the patient. (B)(6) 2020: (B)(4) notice sent requesting additional info 29sep2020 (B)(4) notice sent requesting: was the issue identified before use or during use? If during use, did the drainage line disconnect from the bottle while connected to the patient catheter? Where is the catheter located? Per customer response email: was the drain completed that day or was hospitalization required? The drain was able to be completed at home the days we had issues, since I was always prepared with more than one drain. On what date did the incident occur? I am unsure of exact dates, but it has happened twice with me since the patient started on our service on (B)(6) 2020. How many bottles have experienced the reported issue? I have had a total of three fail on me. Are any of the affected products or photos displaying the reported issue available to be sent to bd for evaluation?. I did not take any photos of the defected products. All three bottles had the same issue with once the t was pushed down and the seal broken, a small amount of fluid, less than 10mls came out, when switched to another bottle would be able to get out between 350 to 700mls of fluid. Where is the catheter located ¿ abdomen, lungs, other ¿ and when was it placed? Catheter was placed in patient's right lung on (B)(6) 2020. " (B)(6) 2020: spoke with (B)(4) there were two incidents involving the same patient. The tubing disconnected from the bottle when unpacking. The nurse attempted to reconnect and complete drainage but there was no suction. This occurred on two bottles. Drainage was completed with a third bottle. No patient harm. Product: 50-7510, lot : 0001366002.